Event description:
It was reported that during a da vinci si surgical procedure, the plastic tip of the cover on the permanent cautery spatula seemed to be loose. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument's ceramic sleeve was found broken at the base of the spatula. Engineering concluded that the damage was likely due to excessive force contact on the sleeve. The instrument also passed electrical continuity testing. No other physical damage was found. The instruments and accessories user manual specifically states: general precautions and warnings, handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.